Event description:
Arrived on unit to assess new broviac catheter placed and do teaching with parent. The bedside nurse indicated catheter was leaking and that the patient's chest was swollen subsequent to attempted infusion. The patient was required to return to or for placement of broviac catheter. There is a small hole in the line. The physician does not believe the hole was caused during the attempt to access to the line, but cause remains unknown.